Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep: "driver doesn't alarm at the low and high ranges...although calibrates fine. 30% to 60% alarms fine."